Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/28/2011 and 04/29/2011 by phone, fax, and mail. Add'l info was received by phone on 04/28/2011. A completed questionnaire is not expected to be returned. (B)(4).

Event description:
A surgeon reported that a pt has become dissatisfied with her vision over the last several months following intraocular lens (iol) implant surgery. The surgeon stated, the pt was initially pleased with a postoperative vision of 20/30 distance and near. He reported that her current ucva is 20/50, with a slight hyperopic shift and a stable pre-existing mild astigmatism. In f/u, the surgeon stated there is nothing wrong with the lens and the pt's bcva is 20/25.